Event description:
It was reported that the patient had an infection in the left ear 3 months ago. Then on (B)(6) 2014, the mother noticed that the electrode lead has extruded out of the cochlea and was seen in the ear canal. The surgeon wanted to explant the device as soon as possible and this was completed on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.